Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm and a no delivery alarm on the insulin pump. Customer's blood glucose was 438 mg/dl at the time of the incident. Customer had a partial bolus through the pump and feels okay to troubleshoot. Customer was successful in rewinding the pump. Customer performed the displacement test and the pump passed. Customer performed manual prime/fill tubing and the motor error alarm did not occur. Customer was advised to monitor the pump and call back if the alarm recurs.